Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was "high", although specific value was not provided on (B)(6) 2025, the elevated bg was addressed by a correction bolus via the pump without requiring third-party assistance. Customer changed cartridge and infusion set to address the issue.